Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic procedure, the staple line was poor and the staples were falling out of the reload. A new stapler was opened to complete the case. There was no patient injury.